Event description:
It was reported that the implantable neurostimulator (ins) had fallen down and was vertical instead of horizontal. It was noted that ¿really sucked¿ because they also put a ¿paddle¿ into the patient¿s spine because the first implant did this. The patient clarified that they put an anchor into their spine. The first ins was for pain mostly on the right side. The patient had mentioned that the first ins had fallen down and this happened in 2010. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v015564, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. (B)(4).